Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. The patient effects of hematoma, pain, hypotension and anemia are listed in the proglide instructions for use (IFU), as potential adverse event associated with use of the suture mediated closure devices. The reported patient effects of hematoma, pain, hypotension and anemia are known inherent risks of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right femoral artery was achieved using a proglide device via 6fr sheath after a lad stenting procedure. Reportedly, after hemostasis was achieved with the proglide device, a hematoma was noted, it was unknown if the hematoma was present prior to the closure. Manual compression was applied to treat the hematoma. Two hours post procedure the patient was brought back to the lab experiencing a drop in blood pressure and haemoglobin in addition to abdominal pain. Access was gained on the contralateral side and angiograms were done of both iliacs and femoral, no bleed was found. It is unknown if any additional treatment was provided. No additional information was provided.